Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an interrogation revealed a loss of capture (loc) of the left ventricular (lv) lead due to lead dislodgement. The lv lead was repositioned and remains in use. No patient complicaitons have been reported as a result of this event.